Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was pericardial effusion occurred. It was reported that versacross connect laac access solution selected for laac procedure. Transseptal access was completed. While implanting the watchman device (it was deployed), the pericardial effusion was noted, to be located at posterior right atrium. Hence, pericardiocentesis was performed in the cath lab. A drain was placed, and the patient will be reassessed for pe. Surgery has been consulted but not needed at this time. The patient was hospitalized and later discharged, and doing very well. Procedure was completed. In the physician's opinion, the versacross rf wire caused the effusion during transseptal access. The patient was not under warfarin nor antiplatelet drugs at the time of the event. The device is not expected to return for analysis as disposed.